Event description:
The lead was partially explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Only the lead body remains implanted. Explant method: thoracotomy. No complications.